Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead presented with a high pacing threshold and varying low voltage impedance. The lead was extracted and replaced. The patient was stable.